Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable pump. It was reported when the patient would go to administer a bolus it would take 5-10 minutes to actually start the bolus. The patient stated they would pair with the pump fine but when they tried to give themselves a bolus it would get stuck "like at 91%" and then the patient would hold there for a really long time before it would actually give the bolus. The patient was transferred to repair. It was indicated the issue began earlier in (B)(6) 2020. No symptoms were reported.